Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11, h12. Corrected sections:h6--medical device¿problem code corrected from "1454" to "2981". D4--unique identifier (UDI) # corrected from (B)(4). The device was returned to the factory for evaluation on 08/14/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the tip of the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. An investigation was conducted on 08/22/2024. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due the condition of the heater wire. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000403917 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws fell apart. The jaws were closed during insertion. A new kit was used to complete the procedure. There was a 5 minute delay to get the new kit. There was no patient harm. Photo provided by complainant shows the jaws of the device with the metal wire separated from the device with evidence of blood.